Event description:
It was reported that after filling up medical fluid into the product (a medication cassette), the customer noticed medical fluid was leaking from the part where the cassette and the tubing were connected. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The reported issue could not be confirmed as no product sample was received for evaluation. One picture was received, however, failure mode reported could not be confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07948 is no longer considered reportable, please disregard any MDR reports associated with it.